Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, multiple drawers had failed and have multiple malfunctions.the customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care.there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.